Manufacturer narrative:
This report is to correct the initial reporting number from 1221826-2023-00139 to the correct reporting number of 1221826-2023-00140. The previous reportability decision for this event was reversed based on a retrospective review. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. In a further complaint it was reported, that the light cable fell off scope and burned patient. Further it was reported that the light cable 495nd burned the hand of the doctor when he touched the cord after it was plugged in. The event is filed under internal karl storz complaint ID: (B)(4). Please reference complaints (B)(4).

Event description:
It was reported that customers had several incidents involving the storz laparoscopic light cords, resulting in burns to the patient. The majority of these have been the result of the cord becoming disconnected from the camera on the laparoscope. Prior to august 2020, we had outsourced cords through a 3rd party. In august 2020 we began using new storz cords. It seems the new cords do not have enough threads at the point of connection. The new cords also provide greater light intensity, which may be contributing to the burns. The storz representative that services the hospital had been included in discussions regarding concerns.